Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the available information, a definitive cause for the reported mitral stenosis could not be determined. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use (IFU), as a known possible complication associated with mitraclip procedures. Although, a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2020, two mitraclips were implanted in the patient reducing the mitral regurgitation to grade 1. On (B)(6) 2020 the patient had iatrogenic atrial septal defect (asd) with complications. The patient had a residual atrial shunt. This was treated with an asd occluder and prolonged hospitalization. No additional information was provided.